Event description:
The customer reported that the 840 ventilator was inoperable during patient transportation. The patient was not harmed or injured as a result of the event. The date of the event was not provided.

Manufacturer narrative:
The investigation was done by customer support engineer (cse) on site. The battery has reached life expectancy and is required to be replaced every 2 years as per operators manual. No parts are expected to be returned for evaluation. (B)(4).